Event description:
While using a 3mm laparoscopic cautery hook inside the abdomen, a burned area approximately 1cm round, was noted on the abdomen. When the cautery hook was examined, a small break in the integrity of the insulation was noted. Instrument was removed from the field and given to the or instrument workroom. The incident was also reported to the endoscopy technician.